Event description:
Caller reported a cartridge alarm 30, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl. The customer continued using the current pump as backup therapy.